Event description:
The patient reported that the pump emptied all of the insulin out of the cartridge during the load step while performing a routine cartridge change. She stated that she rebooted the pump, confirmed the settings, and attempted the load step again, and again insulin was dispensed during the load step.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. During evaluation the force sensor was found to be out of calibration. There was evidence of moisture damage to the force sensor.